Event description:
It was reported that ae#4 (modified) event occurrence: (B)(6) 2014; other actions: other, specify: nurse discussed safe and effective narcotic wean with patient. Relatedness: not related. Severity: mild. Surgical treatment: no surgical treatments. Diagnostic test: no. Ae#5 (modified) event occurrence: (B)(6) 2014; other actions: other, specify: nurse offered to refer patient to ear, nose and throat specialist but patient declined initially, eventually referred self to ent. Relatedness: undetermined. Severity: mild. Surgical treatment: no surgical treatments. Diagnostic test: no.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013 patient underwent surgery involving rhbmp2. Operative approach: extrapharyngeal anterolateral. Levels: c3-c7 following events were reported post-op ae#2 (B)(6) 2013: patient presented with primary diagnosis of onset of long term moderate pain variously affecting patient's posterior neck, left arm, trapeziius muscle and scapula. Outcome: pending. On (B)(6) 2015 the patient underwent x ray of the cervical spine. Impression: abnormal, small posterior osteophyte, c3; good post-op appearance. On (B)(6) 2015 the patient underwent MRI of the cervical spine. Impression: abnormal, osteophyte, c3; severe left foraminal narrowing, c6-7. Ae#7 (B)(6) 2014: patient had low back pain. Severity: moderate

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.